Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that a partial lead was returned. The insulation was abraded from 43.8 cm to 45 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.